Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4).

Event description:
It was later reported that his sputum culture grew haemophilus influenzae and an interventional radiology guided tap of the right pleural effusion was performed and 900 ml of serosanguineous pleural fluid was removed. No further information was provided.

Manufacturer narrative:
Sections d4, h4: additional information manufacturer's investigation conclusion: a specific cause for the report of pneumonia, bleeding, edema, and pleural effusion could not be conclusively established through this evaluation. In addition, a direct correlation with heartmate 3 lvas, serial number (B)(6) , could not be conclusively established through this evaluation.the patient remains ongoing on (B)(6) and no further issues have been reported at this time. The heartmate 3 lvas IFU lists bleeding and various forms of infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that patient went to emergency with productive cough of blood streaked sputum of 2 days, no fever. Patient had shortness of breath that was worse than usual. He had weight gain and increased lower extremity edema from baseline. He also reported a productive cough that has been present for a long time. He began noticing blood streaks in his sputum over the past 1 week. An etiology for shortness of breath is volume overload causing pulmonary edema and pleural effusion as evidenced by CT chest on (B)(6) 2020. Bleeding started on (B)(6) 2020. Patient was diagnosed with pneumonia evidenced by chest x-ray and treated with intravenous antibiotics for 6 days. Bleeding improved and discharged on (B)(6) 2020 to acute care rehabilitation.